Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no problem as the device was working properly and passed all factory specifications. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported that during a neuro craniotomy surgical procedure, it was observed that the attachment device and burr device were stuck inside the motor device. There was a ten minute delay to the surgical procedure. A spare motor device was available to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.